Manufacturer narrative:
Not possible to verify the customer irritation and blistering.

Event description:
Per the customer....claims moisture entered the battery compartment. Customer attempted to remove the moisture from the battery compartment by blowing into the compartment. Customer claims back-splash of water landed on his face and caused irritation and blistering. Customer did not seek medical attention but claims he needed medication to return to work.